Manufacturer narrative:
Software issue.

Event description:
The customer reported ECG clipping / elongating. It was reported by the customer, that ECG traces have been working much better after they changed from a fiber cable to a cat7 cable. The only issue is there is an intermittent ECG elongation occurring. No adverse event involving a patient or user was reported by the customer.